Event description:
It was reported that a malfunction alarm occurred. The customer reportedly did not have an alternate method of insulin therapy and declined a follow up from tandem technical support. There was no reported adverse impact to customer's blood glucose level.